Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a slice in the silicone near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced swelling and a mild hemorrhage at the implant site, along with device migration. The recipient underwent revision surgery and a fracture was noted near the electrode ring. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.